Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the male patient with initials r.n had no complications or past history. The onset date for infection was (B)(6) 2015, the severity was severe. Intervention was noted as dose change; after the onset of the event, the dosage was decreased.. There was no change to drug therapy. As of (B)(6) 2015, the outcome was not recovered. The event was unrelated to the investigational drug, pump, catheter and programmer. It was unknown as to whether the event was related to the procedure. There was no overdose, withdrawal or resistance. The catheter tip location was at c1. The pump was delivering gabalon 0.2%, daily dose 135ug at simple continuous mode. No catheter x/ray study or pump operability test was performed. A refill was scheduled for (B)(6) (also reported as (B)(6)), but cerebrospinal fluid had accumulated around the pump area. Infection was suspected and the fluid could not be completely wiped away, so the patient would be carefully monitored. Removal of the pump etc. Was also possible and reduction in dosage was started. On (B)(6), cerebrospinal fluid bacterial testing was performed twice. Bacteriological examination of serous fluid was performed twice and bacteria were confirmed at both times. Removal of pump was decided and was performed. Treatment for the adverse event : investigational drug: dosage changed, drug therapy: none , investigational device/other: yes (other:(removal)).

Event description:
On (B)(6) 2016, a representative reported that the refill schedule date was (B)(6). The pump was explanted on (B)(6). There was a possibility that catheter was also explanted at the same time, however, that information and whether new system was implanted was not available at this time. Information on the patient information and inpatient status was still pending.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported that the patient was "hospitalized all the time for his underlying disease".

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), product type: catheter. (B)(4).

Event description:
A healthcare provider in japan reported that the purpose of implant / reason for therapy was cerebral palsy. The dosage of gabalon was 280 mcg/day; the administration period was (B)(6) 2015 and was continuing. On (B)(6) 2015 a refill was scheduled to be performed, however an accumulation of serous fluid was observed around the pump implant location. An infection around the pump implant location was suspected; the date of incidence was (B)(6) 2015. The patient was thus placed under careful monitoring. As of (B)(6) 2015 the patient's outcome was unrecovered. There was no causal relationship to drug or device (catheter, pump, or programmer). The causal relationship to surgical procedure was unknown. On (B)(6) 2015, a physician in (B)(6) reported that the pump was implanted on (B)(6) 2015. It was noted that there were no past history or complications regarding the patient. The patient was not receiving concomitant medications. The patient was implanted with a synchromed ii pump (model 8637-20) and ascenda catheter model 8781, lot number n523430003. On (B)(6) 2015, a physician in (B)(6) later provided additional information that examination of serous bacteria was performed twice and bacteria were confirmed at both times. Considering the possibility of pump explant, the physician started reducing dosage gradually. No further information was reported. Additional information will be provided in a supplemental report as it becomes available additional information from a healthcare provider on (B)(6) 2015 reported that bacteriological culture of serous fluid was performed twice; bacteria was checked both times. The dosage was being reduced before removal.